Manufacturer narrative:
(B)(4). G2: foreign - this event occurred in india. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, the device was fractured. Due to instrument fracture, the patient had to stay in the operation room longer than the expected time. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a1; a3; b4; b5; d2; d9; e1; g1; g3; g6; h1; h2; h3; h6. A3: patient sex unknown. Visual examination of the returned product identified that the juggerstitch curved implant had been cycled two times one suture and two anchors were returned and were no longer remaining in the device. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event was unable to be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the suture anchor pulled out of the meniscus. It was noted it had deployed successfully and the white depth stop tube did not come off. There was a 30 minute delay but no patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.